Event description:
A nurse reported problems with the illumination during a procedure. Following a 30 minute delay, the system was rebooted and the case was completed. There was no pt harm reported.

Manufacturer narrative:
The company rep examined the system and reseated the cables. The system was then tested and met product specifications. There is no sample returning for eval and no product info available related to this event. For this reason, steps could not be taken to replicate or confirm the customer reported problem. The root cause is unk. (B)(4).